Event description:
It was reported there was t-wave oversensing (twos) on the right ventricular lead. No known programming changes were made, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. Should additional information become known through follow-up, it will be added to the event and processed accordingly. The lead remains in use. Concomitant products: 429688 implantable pacing lead 2012 (B)(6); 5076-52 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.